Event description:
The tip of the tap broke off in the proximal phalanx when attempting to insert the tap during a hammertoe correction on the 4th digit and was left in the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Potential cause: cyclical use of this instrument with application to hard bone caused the tap to break.

Manufacturer narrative:
Additional information: d4, UDI.

Event description:
The tip of the tap broke off in the proximal phalanx when attempting to insert the tap during a hammertoe correction on the 4th digit and was left in the patient.

Manufacturer narrative:
Correction: d4, UDI.

Event description:
The tip of the tap broke off in the proximal phalanx when attempting to insert the tap during a hammertoe correction on the 4th digit and was left in the patient.

Manufacturer narrative:
Product evaluation: the tap is dispositioned as scrap as it is not unusable for its intended purposes following this procedure. The threaded portion of the screw tap was not return with the rest of the tap. The threaded portion broke about 2-3 mm into the threading. The hammertube system does not come with a p20-920-3000 screw tap. Additionally, the hammertube surgical technique guide for the system does not call out the use of a monster screw tap. Potential cause: cyclical use of this instrument with application to hard bone caused the tap to break. This instrument is not intended to be used with the hammertube system per the stg. DHR review: the DHR was reviewed and there are no indications of manufacturing issues which would have contributed to this event. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
The tip of the tap broke off in the proximal phalanx when attempting to insert the tap during a hammertoe correction on the 4th digit and was left in the patient.